Event description:
The customer stated that the unit had an ECG lead fault. No patient involvement.

Manufacturer narrative:
The device is an automatic external defibrillator and the actual device involved was evaluated. The complaint was confirmed and caused by a broken circuit board trace (result code 400) resulting in an open circuit (result code 122) on the preamp circuit board. The replacement of the circuit board resolved the failure. The device was repaired and returned to the customer.